Event description:
It was reported that a piece of the distal tip was missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This scope was not returned to stryker endoscopy for evaluation. This scope was received and evaluated by the (B)(4) for investigation. The reported failure ¿piece of distal tip missing" was confirmed by the (B)(4). Per (B)(4): visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. Outer tube needed level 4 (scrap) repair due to damaged distal tip outer tube. Functional inspection: the distal tip has broken fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Additional investigation notes: scope needed level 4 (scrap) repair due to broken fiber, and damaged outer tube. Alleged problem confirmed: yes. Actual failure mode(s): fiber, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. Manufacturer error: no. Failed part/component(s): fiber, outer tube. In sum, the unit was received and evaluated by an OEM and the failure mode was confirmed.

Event description:
It was reported that a piece of the distal tip was missing.